Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer that using cold insulin is off label as per the user guide. The customer re-loaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose value.